Event description:
It was reported that the exit point on the shaft is facing 90 degrees from the actual exit point. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not received the product for eval. If product is returned to the MFR, a supplemental report will be filed.